Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of two reports associated with this event

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot gd882639 with no issues no defects noted during batch review that could be associated with the reported condition. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, the home patient (hp) called baxter regarding an unrelated issue and reported that they had peritonitis. On (B)(6) 2011, baxter spoke with the peritoneal dialysis nurse (pdrn) who stated that the hp was hospitalized (B)(6) 2011- (B)(6) 2011 for bacterial peritonitis. Cultures were obtained on the day of admission. Unknown treatment was initiated in the hospital, but it is unknown which antibiotic and if treatment continued after discharge. The pdrn stated that the hp has since recovered. Causality was given as poor aseptic technique; the hp not wearing a mask and touch contamination. The hp continued to use the home choice with local(pd4) ambuflex solution and extraneal post infection.